Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that after the device was implanted it was found that the cam was dislodged. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. In addition, the valve casing was cracked and an imprint from the cam mechanism found on the silicone housing suggests that it is likely that the valve sustained some form of impact causing the dislodged condition of the device. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.